Event description:
An attempt was made to use one nc sprinter balloon to treat a moderately tortuous, mildly calcified lesion with 85% stenosis in the mid left anterior descending (lad) artery. The device was inspected with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. There was no resistance encountered when advancing the device, and there was no excessive force used during delivery of the device. It was reported that inflation difficulties occurred during balloon inflation, and the device would not deflate at the lesion site. It was also detailed that inflation difficulties were determined at 12 atm of inflation pressure. It was also noted that the balloon was re-pressurised, suctioned and the pressure pump was replaced and finally the device was forcibly withdrawn. The patient is reported to be alive with no injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the proximal balloon bond was necked. The device returned with balloon folds expanded. The balloon passed negative prep. An attempt was made to inflate the balloon to 12 atms but due to a necked proximal bond, the balloon could not be inflated. No deformation evident to the distal tip. No other deformation evident to the remainder of the device. Additional information: difficulties were not noted when removing the protective sheath / packaging stylette from the device. A concentration of contrast 350mg/ml for certain dilution was used during the procedure. The device was not moved or repositioned prior to the inflation/deflation difficulties. The balloon was able to be fully inflated. The issues noted with the inflation device were the slow onset of pressure and unable to release pressure. The balloon failed to deflate. The balloon did not deflate when the pressure pump was replaced. The entirety of the device successfully removed from the patient. Another brand of post-dilation balloon was used instead. Initial reporter phone number provided. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Image reveiw: mp4 images provided confirm the presence of the target lesion in the proximal lad. A stent is deployed in the lesion. This is followed by the positioning of a balloon ¿ most likely the nc sprinter rx balloon. Initial images of the balloon shows partial filling with contrast, which confirms the inflation difficulties. Subsequent images confirm the full inflation of the balloon. There are no images to confirm the deflation difficulties. But the final images provided confirm that the nc sprinter balloon was successfully removed from the vessel. Annex d code medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.